Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced tooth fracture ("teeth breaking off") and tooth loss (" I lost all my teeth") and was found to have weight increased ("I have gained almost 50 lbs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, tooth fracture, weight increased and tooth loss outcome was unknown. The reporter considered medical device removal, tooth fracture, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased,medical device removal and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events added:e-free and I lost all my teeth. Reporter added. Case upgraded from non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('additional coiled medical device embedded in the right cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, heavy periods, pap smear abnormal, abnormal uterine bleeding, diarrhea, cholecystectomy, pain in hip, dysmenorrhoea, nausea, spinal fusion surgery, menstrual disorder nos, bladder incontinence, hematuria, joint pain, gerd, menstruation abnormal, anxiety, headache, ear discomfort, migraine, anemia, renal hamartoma, asthma, calcium deficiency, chickenpox, cholelithiasis, chronic lumbago, depressive disorder, panic attacks, spondylosis, vitamin d deficiency, breast operation, back surgery, neurostimulator implantation, neurostimulator removal, hip arthroplasty, abdominal pain, vaginal bleeding, dyspareunia, urinary incontinence, cervicitis and adenomyosis uteri. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera) and pregabalin (lyrica). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tooth fracture ("teeth breaking off"), tooth loss (" I lost all my teeth"), psychological trauma ("psych injury") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("I have gained almost 50 lbs"). The patient was treated with amitriptyline, iron, omeprazole, ranitidine and surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the embedded device, tooth fracture, weight increased, tooth loss and psychological trauma outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain, psychological trauma, tooth fracture, tooth loss and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abnormal bleeding, psych injury. No evidence of perforation of migration of essure devices. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased,medical device removal and tooth loss. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, patient dob, medical history, concomitant and treatment medications, event: medical device embedded in the right cornu added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('additional coiled medical device embedded in the right cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, heavy periods, pap smear abnormal, abnormal uterine bleeding, diarrhea, cholecystectomy, pain in hip, dysmenorrhoea, nausea, spinal fusion surgery, menstrual disorder nos, bladder incontinence, hematuria, joint pain, gerd, menstruation abnormal, anxiety, headache, ear discomfort, migraine, anemia, renal hamartoma, asthma, calcium deficiency, chickenpox, cholelithiasis, chronic lumbago, depressive disorder, panic attacks, spondylosis, vitamin d deficiency, breast operation, back surgery, neurostimulator implantation, neurostimulator removal, hip arthroplasty, abdominal pain, vaginal bleeding, dyspareunia, urinary incontinence, cervicitis and adenomyosis uteri. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera) and pregabalin (lyrica). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tooth fracture ("teeth breaking off"), tooth loss (" I lost all my teeth"), psychological trauma ("psych injury") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("I have gained almost 50 lbs"). The patient was treated with amitriptyline, iron, omeprazole, ranitidine and surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the embedded device, tooth fracture, weight increased, tooth loss and psychological trauma outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain, psychological trauma, tooth fracture, tooth loss and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abnormal bleeding, psych injury. No evidence of perforation of migration of essure devices. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased,medical device removal and tooth loss. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth breaking off"), tooth loss (" I lost all my teeth"), psychological trauma ("psych injury") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("I have gained almost 50 lbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the tooth fracture, weight increased, tooth loss and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma, tooth fracture, tooth loss and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abnormal bleeding, psych injury concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased,medical device removal and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-event medical device removal updated to pelvic pain. New event abnormal bleeding, psych injury were added. Outcome of pelvic pain updated to recovered / resolved based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.